Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Reason for surgery: pop. It was reported that following insertion the patient experienced pain, infection, urinary problems, and recurrence. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incomplete emptying the bladder, frequency, discomfort, and leakage.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation on (B)(6) 2002. It was reported that due to pain and urinary problems, patient underwent mesh revision/removal on (B)(6) 2005.(B)(4).

Event description:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.